Event description:
Admitted on (B)(6) 2018 due to an infected right total hip underwent removal of right total hip arthroplasty/ insertion of prostalac. On (B)(6) 2018 was being discharged to scf by lifeline wheelchair service and when she was transferring to the wheelchair she heard a pop and then had pain. Patient was transferred to ecf at 1555 on (B)(6) 2018 and returned at 2124 to the ER and was admitted to orthopedics. Patient underwent revision right prosthetic hip on (B)(6) 2018 without incident and was discharged to ecf on (B)(6) 2018.